Event description:
The customer reported that cable lost signal during use. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. A torn bend relief on the connector side was found during visual inspection. The device passed continuity testing and functional tests. The cable was able to obtain measurements and was functioning electrically as designed.

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported that cable lost signal during use. No consequences or impact to patient were reported.